Manufacturer narrative:
User failure: obelisc was used without requested supplemental posterior/anterior instrumentation.

Event description:
The pt was operated (B)(6) 2010 in cause of posterior/anterior spondylodesis. Revision in 2011 with removal of the posterior instrumentation, anterior cage left in place. In 2013, the pt complained about pain, scoliosis formation with loosening of the endplate of the cage. After the revision of the pt was well.